Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the pump was returned with moisture behind the display lens. There was one unexplained pump reboot found in the black box and a pump reboot after a replace battery alarm. There was no damage found to the returned battery cap or the battery compartment. There was no corrosion observed in the battery compartment. The battery cap measurements were found to be within specification. The pump powered on with audible, vibratory and a blank display. A leak test failed due to a display lens leak. The pump cover was removed and there was moisture ingress found on the printed circuit board and internal components.